Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system during a lot to lot comparison. The most likely assignable cause is instrument related. A 30 replicate within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the vitros 5600 integrated system is not performing as expected at the time of the event. An ortho field engineer performed service and maintenance actions to the instrument, including replacing the evaporation covers and the well shuttle body, and all necessary adjustments were performed to the instrument. Following service actions, acceptable within run precision and qc fluid performance was obtained indicating the vitros 5600 integrated system was now performing as expected. Based on historical quality control results, a vitros tropi es lot 3380 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3380. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3380 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result obtained from a single patient sample when performing a lot to lot comparison on a vitros 5600 integrated system. Patient 1 tropi es result 0.142* ng/ml versus the expected tropi es result <0.012 ng/ml. The higher than expected vitros tropi es result was not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).